Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse at the bedside bumped into the IV pump. The screen on the pcu turned red and said ¿communication error.¿ within 2 seconds, the pcu and all 4 modules shut down with no audible beep or alarm. The hospital has multiple devices with white film and corrosion on the iuis. Although requested, no other details were provided. There was no report of patient harm.